Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) values were abnormal on the arterial side of the blood parameter monitor (bpm). Recalibration was performed but the k+ value was unstable and fluctuated. The device was used until the procedure was completed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Per the manufacturer's subsidiary, no device will be returned to the manufacturer for evaluation. Diligence for additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
As per clinical review on 31-jul-2017: the clinical engineer noticed that the arterial blood parameter monitor (bpm) side of the device had abnormal potassium (k+) values. The bpm was gas calibrated prior to commencing cardiopulmonary bypass (cpb) without any issue. According to the clinical engineer, during bypass the k+ value was unstable and fluctuated. In-vivo recalibration was performed, but the k+ value was still unstable. Numerous attempts were made to gather information during the time of complaint but no information was available. It was unknown if the k+ code was put into the monitor. The device was not changed out and shunt sensor was not replaced. The surgical procedure was completed successfully, without blood loss and without harm to patient.